Event description:
It was reported that the ilet charger and charging pad were not functioning, as the indicator light on the pad did not illuminate and the ilet charged only minimally even when the patient tried multiple outlets and a store-bought replacement charger. Symptoms included no clinical symptoms. Outcomes included no impact beyond device charging difficulty and the need for replacement supplies. Investigation included agent troubleshooting and initiation of replacement charging components. Investigation of this case revealed a suspected failure of the external charging pad and/or power adapter. It was concluded that the issue was related to a malfunctioning charger assembly, and replacement was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.